Event description:
The abc handpiece activated without depressing the button when it was connected to the esu. The handpiece was laying on the pt and caused a 1cm burn on the inside of the left femur. It was debrided and sewed.